Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that the device passed the device self-check with no issues. When the patient was placed on the fabius it alarmed a "vent fail" message on the screen. The case was completed without incident and there was no patient injury.

Manufacturer narrative:
The investigation is based on the log file and testing of the replaced parts in the laboratory. The entries v043 motor lim stop and v041 motor stalled were found in the log file indicating excessive piston motor current. The ventilator was found to have a loose spindle disc which did not allow the ventilator to move the piston vertically up and down. It is not known if it caused the vent fail or the defect happened during transport or repair. The ventilator did not start in the installed state with the spindle disk inclined. Thus, the unit would not pass the pre-use test. Due to the limited information, the cause of the described event cannot be reproduced in detail. All further parts did not show any deviation. In case the fabius shuts down automatic ventilation, the device will generate an audible alarm and the alarm message ventilator fail will be displayed. In this case automatic ventilation is not possible. The user can switch to manual ventilation as described in the instructions for use. Monitoring remains still functional. No further case of a loose spindle disc on the ventilator motor is known.

Event description:
It was reported that the device passed the device self-check with no issues. When the patient was placed on the fabius it alarmed a "vent fail" message on the screen. The case was completed without incident and there was no patient injury.